Manufacturer narrative:
(B)(6) 2018 is to represent the reported "fall". Additional information was received via legal documentation. H6. Investigation results-the cc tibial insert device with serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. The cause of the patient's condition and revision surgery as related to the devices cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis. There is no other information available.

Manufacturer narrative:
Report numbers for revisions in spring 2016: 1038671-2023-00390 and 1038671-2023-00391. Prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via legal notification, that patient, underwent two revision surgeries on his left knee in spring 2016 for issues including but not limited to polyethylene wear, bone loss, osteolysis, instability, and/or component loosening. In winter and fall 2018, plaintiff underwent two revision surgeries on his left knee for issues including but not limited to polyethylene wear, bone loss, osteolysis, instability, and/or component loosening. No device return anticipated due to this being a legal case. No further information.